Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06774.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a right sided transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, during valve insertion into the 14fr esheath+, the operator noticed it was harder than usual to get the valve out of the tip of the esheath. During deployment, the inflow portion of the valve didn't expand right away. After enough pressure built up, the valve was able to be fully deployed in the correct area. After pulling the sheath out, it was discovered that the clear tip of the sheath was missing. After looking for the tip in the patient, it was not found. It is possible that the sheath tip tore off and was stuck around the inflow part of the valve, preventing proper expansion. The patient was discharged and noted to be doing well.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inflation difficulty and/or incomplete inflation was empirically confirmed as the description matches a known issue of constrained inflation due to sheath distal tip detachment, as described in a product risk assessment (pra), and feedback from the field confirmed sample video of the issue from a previous complaint matched observations of this complaint. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the operator noticed it was harder than usual to get the valve out of the tip of the esheath. During deployment, the inflow portion of the valve didn't expand right away. After enough pressure built up, the valve was able to be fully deployed in the correct area. After pulling the sheath out, it was discovered that the clear tip of the sheath was missing.'' While there was no evidence that indicates that a manufacturing non-conformance contributed to the complaint, investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. While no device was returned, during follow-up, the field responded ''after pulling the sheath out, it was discovered that the clear tip of the sheath was missing''. To further investigate and assess the potential risk associated with the issue, a pra has been initiated. A corrective and preventative action (CAPA) determination has also been initiated for CAPA decision assessment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06774.